Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly high voltage lead trend data shows an increase for maximum defibrillator = 50 to 252 ohms peak between (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead's superior vena cava coil impedance was unstable and had gone over 200 ohms in consistently with and without manipulations. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). A 4196 implantable pacing lead (B)(6) 2012. A 5076 implantable pacing lead: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.